Event description:
During a procedure an attempt was made to use one resolute integrity coronary drug eluting stent to treat a mildly tortuous, severely calcified lesion with distal total occlusion and 80% ulcerating stenosis located in the proximal right coronary artery (rca). Right radial access was used. The device was not inspected prior to use. Negative prep was not performed. The lesion was pre-dilated using a non-medtronic 2.0 x 15mm balloon and inflated up to 16atm. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. The device was not kinked or re-straightened during use. A 2.75 x 35mm non-medtronic stent was first implanted at 16atm and post dilated using a non-medtronic 2.75 x 15mm balloon at 20atm. It was reported that the resolute integrity stent failed to cross the proximal lesion on two occasions. It was later reported that during positioning at the lesion, a stent strut deformity occurred when attempting to deliver the stent to lesion. The stent was not removed. There was no resistance noted during withdrawal the device. A 3.0 x 35mm non-medtronic stent successfully crossed the lesion and was inflated up to 14atm and post dilated using a non-medtronic 3.0 x 15mm balloon at 28atm. There was an excellent final result with timi iii flow in the rca. The patient was reported to be alive with no further injury.

Manufacturer narrative:
Procedural images were provided for review. The images confirm the presence of diffuse disease in the right coronary artery (rca) with a chronic total occlusion (cto) in the distal vessel. The distal vessel was successfully treated. The mid rca exhibited the presence of diffuse aneurysms. But this did not appear to impact the successful treatment of the distal vessel. The images provided confirm the unsuccessful delivery of a long stent that was withdrawn without deployment. This was confirmed by the backing out of the guidewire and the movement of the unstable guide catheter at the ostium of the rca. It appears that the long stent got caught in the aneurysm in the mid rca and it could not advance further. Another long stent was subsequently delivered and deployed at this point in the vessel. No further treatment was provided in the images. The mid to distal vessel lumen appears smaller than the vessel lumen on the proximal and treated distal rca. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: there was also a hypotube detachment which occurred after the device was removed from the patient. Device evaluation summary: the device returned with a detachment on the hypotube approx. 22.5cm distal to the strain relief. Kinks were evident on the hypotube, proximal and distal to the detachment site. The hypotube material was oval and jagged on both sides of the detachment site. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the mid stent wraps with struts raised. A kink was evident on the inner member underneath the stent deformation. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.